Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak from the modular chemistry (mc) side of the unicel dxc 600i synchron access clinical system. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found clot in waste valve. The fse cleared the clot and bleached waste pathways. This action resolved the issue.

Manufacturer narrative:
(B)(4).